Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Customer was advised by technical support to return the problematic pump and was provided instructions for storage mode and shipping. A replacement pump with updated software was sent to the customer, who acknowledged the steps to be taken upon delivery.